Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was attempted to be implanted transgastric to the stomach to treat choledocolithiasis during an endoscopic ultrasound (eus) directed transgastric endoscopic retrograde cholangiopancreatography (ercp) (edge) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, puncture was performed using an fine-needle aspiration (fna) technique. The stomach was injected with a mixture of contrast and sterile water and the guidewire was passed through the needle and into the stomach. The fna needle was removed and the axios stent was advanced over the guidewire. The stent was fully deployed. After deployment, the stent was examined using a scope and it was noted that the first flange moved out of its original position into the peritoneum. The stent was removed using forceps and the puncture site was closed with an over the scope clip. The patient was discharged the following day and will be re-scheduled for a laparoscopic assisted ercp procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine and fully recovered. Note: according to the complainant, the axios stent was implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure. The hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6cm in size and walled-off necrosis >= 6cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The device is not indicated to be placed transgastric to the stomach.